Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had air/water leakage from the body control unit. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, there was a foreign object inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to a scratch on switch2, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction and the play of the up/down knob did not meet the standard value; due to dirt on the objective lens, there was a lack of image on the monitor; due to a scratch on the objective lens, the image had a partially dark area; the light guide lens and the adhesive on the distal sheath were cracked; the adhesive on the distal sheath had a chip; the connecting tube, adhesive around the light guide lens and the adhesive around the objective lens were peeled; the light guide lens, objective lens, suction connector and control unit were discolored; the universal cord had a wrinkle; the connecting tube, probe cover, scope connector cover unit, suction connector, universal cord, flexibility adjustment ring, grip, scope cover, forceps elevator lever and knob, up/down and right/left knobs, control unit, switch box, switch2 and distal sheath were scratched. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient, event, and device cleaning. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.